Event description:
It was reported that during a cholecystectomy, the main body to trocar, cylindrical parts, and sleeve were broken, did not fall into the pt. Another like device was used to complete. No pt consequence.